Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements except for the lock has up and down movement when unit was unlocked. When unit was properly positioned and put under pressure, the unit would not have moved. Preventative maintenance and cleaning required at this time. The DHR was reviewed and no abnormalities was found related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was not confirmed. The definite root cause could not be reliably determined. Device identifier (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp did not stay in position on an unspecified date. It was confirmed that there was no patient contact, injury, or surgery delay. The issue was discovered before the posterior cervical fusion procedure.